Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted the customer troubleshoot over the phone. Fse suspects false level sense errors occurring due to increase of static due to low humidity in the lab. The customer replaced the static brushes as advised by the fse to resolve the issue. No further issue was noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported generation of false low patient results on the ise (ion selective electrode) module for sodium (na), potassium (k), and chloride (cl) involving the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.